Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, vomiting and difficulty breathing. The customer¿s blood glucose level was 418 mg/dl, 352 mg/dl at the time of incident and 379 mg/dl. Offered troubleshooting for high blood glucose but customer declined, helped customer to give bolus using the insulin pump. The devices will not be returned for analysis.